Event description:
Our country manager in (B)(4) was contacted by neurology as they had a patient in clinic with high lead impedance on their system diagnostic testing. When the patient was last seen in clinic, their diagnostic testing was reported to be within normal limits. The patient's vns was programmed off and they were referred for surgery. The patient had a fall in (B)(6) prior to their high lead impedance being attained. It is unk if the patient's fall contributed to their high impedance. The pt went to surgery and during surgery, a lead pin reinsertion was performed. The pin reinsertion resolved the patient's high lead impedance. No lead break noted and diagnostics following lead pin reinsertion were within normal limits. It is unk if the lead pin was fully inserted at the time of implant in (B)(6) 2010. Good faith attempts for add'l details have been unsuccessful to date.